Event description:
It was reported that the vns patient had complained of severe pain one day after the implant surgery. It was reported that the generator was interrogated and it was found to be programmed at 2.5ma. The pulse generator was switched off. It was reported that the patient could not tolerate any programmed settings. Programming history was reviewed from (B)(6) 2014 to (B)(6) 2015 and no anomalies were found. There was no indication in the available programming history that the device was ever programmed at 2.5ma. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.